Manufacturer narrative:
(B)(4) date sent 2/3/2025 d4 batch #151d24. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with an endopath xcel trocar 12 mm inserted in the device. Also, the join cover was noted damaged and one gst45w reload loaded in the device. The reload was received fully fired and damage on the cartridge deck was observed due to a piece clip embedded in the reload deck and another section of the piece clip was observed on the channel of the knife. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported of difficult to fire was confirmed and it is related to improper use of the device since the de device was fired on a clip. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event reported of instrument compatibility could not be confirmed as the anvil was installed onto the trocar several times with no issue. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 151d24, and no non-conformances were identified. The lot#183d45 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an appendectomy the cutter got stuck in the bent position and had to be taken out of the operative field with the trocar attached to it. Surgeon involved with this complaint said to be at fault with the device as surgeon unknowingly stapled over a hemolock clip. Device difficult to fire (due to clip) but stapled. Patient fine. No negative consequences. Device would not straighten however and remained in articulated position. Had to remove device and trocar together to remove.